Event description:
Silicone breast implants and rashes, hives, inflammation, then disability, then cancer, and lymph node inflammation to the removal of 15 lymph nodes. This product destroys human life. It has been reported over and over. What will it take to get people to listen? FDA safety report ID# (B)(4).